Event description:
Health care professional reports not getting a "good fit" between connection of transfer set and pt adapter. This resulted in a leak in the connection three times. No pt injury reported and no medical intervention was required.